Manufacturer narrative:
Qn#: (B)(4).

Event description:
During insertion the "guidewire was kinking inside the catheter". A new device was used to completed the procedure. No patient harm or injury reported. The patient's condition is reported as fine.

Event description:
During insertion the "guidewire was kinking inside the catheter". A new device was used to completed the procedure. No patient harm or injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one photo of a guide wire with a kinked/damaged proximal end. The customer also returned one guide wire for evaluation. The catheter was not returned for evaluation. Visual examination revealed several kinks and offset coils along the guide wire body. The distal and proximal welds appeared full and spherical. Visual inspection of the catheter could not be performed as it was not returned for evaluation. The main kinks/bends in the guide wire body were located from 0-60 and 276 mm from the proximal end. The total length of the guide wire measured to be 600 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.84 mm which is within specifications of 0.838-0.877 mm per product drawing. 03. The returned guide wire was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, thread tip of multiple-lumen catheter over spring-wire guide. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guide wire. Grasping near skin, advance catheter into vein with slight twisting motion. "The returned guide wire was advanced through a lab inventory catheter with significant resistance encountered at the kinked areas. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel. In this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously" the customer report of guide wire damage was confirmed by complaint investigation of the returned sample. The returned guide wire contained multiple kinks and bends, however, the catheter was not returned for evaluation. The guide wire passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. The probable cause could not be determined based on the information provided and without the catheter returned to evaluate. Teleflex will continue to monitor and trend for complaints of this nature.